Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 552 mg/dl today. She also mentioned that her blood glucose was 451 mg/dl in the morning. The customer treated with a couple of boluses but her blood glucose would not decrease. The customer unclipped the set and discovered a leak in the infusion set. The customer was advised to change the infusion set. No products were returned or replaced.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.